Manufacturer narrative:
(B)(4). One half of an intraocular lens was received and inspected under illuminated 10x magnification. There were no deposits noted on the surface of the intraocular lens. Black yag marks were noted in the material of the optic. Manufacturing records for this lens were reviewed and met all specifications. While were not able to definitively determine the cause of this event our investigation identified no product deficiency, suggesting that it was not caused by the lens. All available information is included in this report.

Event description:
It was reported an (B)(4) intraocular lens was implanted on (B)(6) 2000. Approximately (B)(6) after implant the patient was found to have best corrected vision of 20/30 and granular deposits on the lens were first noted. The patient was seen again for follow-up (B)(6) later and had a best corrected vision of 20/40. The surgeon attempted a yag laser treatment to remove the deposits on (B)(6) 2011, the procedure was unsuccessful. Due to the patient's complaints and decreased vision the surgeon performed a lens exchange on (B)(6) 2011. No patient injury reported.